Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time. Investigation conclusion: no pictures or samples are available for investigation. Inspections and tests. These are the inspections performed during manufacturing process for connectors: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234 (current version). -finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226 (current version). Root cause description: with the information provided a thorough investigation cannot be performed.

Event description:
It was reported that unspecified bd¿ injector has separation at the injector and connector.